Event description:
An adult patient for tonsillectomy was intubated with a cuffed rae type tube. The patient then had the boyle davis gag applied (standard tonsillectomy equipment and the leak became apparent. Another similar tube was selected and the patient was re-intubated with no sequelae. There were no omissions in checking the equipment as the defect was minute and the leak only became apparent when the tube became distorted by the boyle davis gag.